Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 770 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy and IV fluid administration is consistent with acute metabolic decompensation requiring medical management. The user reported that following a recent infusion set change, insulin delivery was interrupted because the infusion set was not deployed correctly, allowing the cannula to slip from the insertion site while the adhesive remained attached. During troubleshooting, the user demonstrated the infusion set change procedure and stated that the infusion set was being applied directly to the skin without first loading and retracting the inserter. Review of the reported use sequence determined that this resulted in improper deployment of the infusion set and a bent cannula, leading to interruption of insulin delivery. Engineering review could not be performed because device data corresponding to the reported event timeframe were unavailable. Based on available information, the event is attributed to improper infusion set deployment resulting in a bent cannula and interruption of insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.